Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use abre self-expanding stent during procedure to treat a none calcified fibrous lesion in the left proximal iliac vein. As per mrv, reports moderate narrowing. As per mrv moderate narrowing of the left common iliac vein as it passes deep to the left common iliac artery suggestive of may thurner syndrome. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that deployment issue occurred. On completing the first partial deployment of the stent in the correct position, the physician continued to wind the dial to completely deploy but stated that the stent was deploying itself despite not touching the wheel. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed just prior to deploying. A non-medtronic 14x40 balloon was used to pre dilate. The device did not pass through a previously deployed stent. There was no resistance encountered when advancingthe device. The stent was deployed in the target lesion and two more stents were deployed satisfactorily to complete the procedure.

Manufacturer narrative:
Product analysis: the device returned coiled inside a biohazard pouch inside a biohazard bag. Lot b189403 confirmed. Device was decontaminated with a cidex opa solution and a tergazyme soak the device was received coiled up. The size indicated on the strain relief 9f 14mm x 60mm is consistent with what was reported. The locking pin was removed. A kink was observed on the clear inner tubing. Approximately 1.8mm of the inner tubing was exposed. The wheel was rotated and the inner tubing advanced out of the sheath with no issues noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the extra stents were deployed for other reasons. Due to the nature of the pathology the treatment changed from initial discussions prior to the start of the case. Patient is reported fine post procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.